Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt was unable to securely latch with a test monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot securely latch with a test monitor) has been confirmed. As received, the belt failed incoming functionality testing. Upon investigation the electrode belt had a bent trunk cable connector pin #16 (lead_2neg), which prevented the belt from connecting to a monitor. The root cause for the bent pin could not be positively identified but was likely excessive force when connecting the electrode belt to a monitor. No adverse event resulted from the defective electrode belt.